Manufacturer narrative:
Investigation summary: a complaint of an increase in small cracks being found, and an increase in sets not being able to be flushed, was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage/flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 19117133 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 total 17 inch ext set w/.2mf & vlv port sets had cracks, and 5 total sets had issues with fluid blockage during use. The following information was provided by the initial reporter: "event 1: material #: 20350e. Batch/lot #: 19117133. Event 2: material #: 20350e. Batch/lot #: 19117133. It was reported that there is an increase with small cracks or unable to flush with the filter".